Event description:
It was reported that the patient had to have theirs ¿redone¿. The patient¿s mother noted something about the battery. The daughter went back on (B)(6) 2015. The daughter had all kinds of surgeries, 9 to 10 of them. The daughter¿s spine got damaged in the service. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).